Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having lumbar fusion at levels l3-s1 for degenerative disc disease. It was reported that when the surgeon used the torque limiting driver to tighten down the gold set screws he made the comment that the driver wasn't catching the hex portion of the screw. It keeps skipping around the screw. Upon looking at the driver after the case, there appears to be a stress fracture in the distal tip of the driver. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:product analysis of product no:(B)(4), lot no:gb10k004 visual and optical examination identified that the hex edges of the torque limiting driver have been worn from what appears to be repeated normal use. There are two cracks in the tip of the drive 180 degrees apart. Give the age of the drive and the appearance of the cracks they appear to be the result of repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.